Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the pt needed help w/ programming because she was only feeling stimulation on her left side, and not her right side. Pss walked the pt through making adjustments. Pt noted group a was currently active and made the following adjustments. Program 1 raised to 1.7ma (pt only felt stim on her left ribcage), program 2 pt only felt stimulation on left ribcage and a little on her back, program 3 pt only felt stimulation on her left ribcage and program 4 pt only felt stim on her left ribcage. Pt tried group b and made the following adjustments. Program 1 pt only felt on left rib and left leg, program 2 pt only felt stim on her left leg, program 3 pt only felt stim on her left leg (not her right leg), and program 4 pt only felt stim on her left leg. Pt tried group c and made the following adjustments. Program 1 raised from 1.1ma to 2.6ma and pt only felt stim on her left rib and outside of her left leg, and programs 2-4 the pt only felt stim on her left leg. Pt states all of these issues started about two weeks ago, but also reported that she had some wound care that she was addressing w/ the surgeon related to her scs implant. Pt explained that the incision made for the ins "melted the fat" in the pt's body that created a "pretty good size wound" right in the middle of the pocket. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative saw the patient on 2020-(B)(6) and reprogrammed her. The patient was able to feel stimulation in the right side. The reprogramming session resolved the stimulation issues. It is unknown if the pocket wound issue has resolved as the patient did not note any problems at the appointment. This information was confirmed with the health care professional.